Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('complications of your unintended pregnancy -premature labor') in a 33-year-old female patient who had essure (batch no. 20232097-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included hospitalization nos (indication: visual disturbances since (B)(6) 2013) since (B)(6) 2013, multiparous (date of deliveries: (B)(6) 2006, (B)(6) 1997, (B)(6) 1999, (B)(6) 2002, (B)(6) 2008, (B)(6) 2009.) And anemia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced premature labour (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). Essure treatment was not changed. At the time of the report, the premature labour and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2013. 3589g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: patient experienced 2nd pregnancy episode in 24-feb-2014 which was captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: (B)(6) 2014, home pregnancy test, note discrepancy) result: positive. Ultrasound scan - on (B)(6) 2013: intrauterine pregnancy, fetal heartbeat, more than 20 week gestation.; on (B)(6) 2013: single, live intrauterine gestation with average ultrasound age of 32 weeks. 5 days. Normal fetal anatomical survey.; on (B)(6) 2013: single, live intrauterine gestation is identified in cephalic presentation. The placenta is anterior. Afi is 32.7 cm. Fetal cardiac activity at 141 beats per minute was demonstrated.; on 04-may-2013: presentation: cephalic. Placenta: anterior. No previa or abruption. Fetal heart rate: 141 beats per minute. Amniotic fluid index: 33 cm. Normal range for gestational age is 6.5-27.2. Biophysical profile score: 8 / 8presentation: cephalic. Placenta: anterior. No previa or abruption. Fetal heart rate: 141 beats per minute. Amniotic fluid index: 33 cm. Normal range for gestational age is 6.5-27.2. Biophysical profile score: 8 / 8.. Reported batch number 20232097 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of product technical complaint. Medical significant criteria for event pregnant with essure micro-insert was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complications)') and premature labour ('complications of your unintended pregnancy -premature labor') in a 33-year-old female patient who had essure (batch no. 20232097 - not valid) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included hospitalization nos (indication: visual disturbances since (B)(6) 2013) since (B)(6) 2013, multiparous (date of deliveries: (B)(6) 2006, (B)(6) 1997, (B)(6) 1999, (B)(6) 2002, (B)(6) 2008, (B)(6) 2009.) And anemia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced premature labour (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device and premature labour outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2013. 3589g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: patient experienced 2nd pregnancy episode in (B)(6) 2014 which was captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: ((B)(6) 2014, home pregnancy test, note discrepancy) result: positive. Ultrasound scan - on (B)(6) 2013: intrauterine pregnancy, fetal heartbeat, more than 20 week gestation.; on (B)(6) 2013: single, live intrauterine gestation with average ultrasound age of 32 weeks 5 days. Normal fetal anatomical survey.; on (B)(6) 2013: single, live intrauterine gestation is identified in cephalic presentation. The placenta is anterior. Afi is 32.7 cm. Fetal cardiac activity at 141 beats per minute was demonstrated.; on (B)(6) 2013: presentation: cephalic. Placenta: anterior. No previa or abruption. Fetal heart rate: 141 beats per minute. Amniotic fluid index: 33 cm. Normal range for gestational age is 6.5-27.2. Biophysical profile score: 8 / 8 presentation: cephalic. Placenta: anterior. No previa or abruption. Fetal heart rate: 141 beats per minute. Amniotic fluid index: 33 cm. Normal range for gestational age is 6.5-27.2. Biophysical profile score: 8 / 8. Reported batch number 20232097 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of product technical complaint. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complications)') and premature labour ('complications of your unintended pregnancy -premature labor') in a 33-year-old female patient who had essure (batch no. 20232097- not valid) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included hospitalization nos (indication: visual disturbances since (B)(6) 2013) since (B)(6) 2013, multiparous (date of deliveries: (B)(6) 2006, (B)(6) 1997,(B)(6) 1999, (B)(6) 2002, (B)(6) 2008, (B)(6) 2009.) And anemia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced premature labour (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device and premature labour outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2013. 3589g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: patient experienced 2nd pregnancy episode in (B)(6) 2014 which was captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: ((B)(6) 2014, home pregnancy test, note discrepancy) result: positive. Ultrasound scan - on (B)(6) 2013: intrauterine pregnancy, fetal heartbeat, more than 20 week gestation.; on (B)(6) 2013: single, live intrauterine gestation with average ultrasound age of 32 weeks 5 days. Normal fetal anatomical survey.; on (B)(6) 2013: single, live intrauterine gestation is identified in cephalic presentation. The placenta is anterior. Afi is 32.7 cm. Fetal cardiac activity at 141 beats per minute was demonstrated.; on (B)(6) 2013: presentation: cephalic. Placenta: anterior. No previa or abruption. Fetal heart rate: 141 beats per minute. Amniotic fluid index: 33 cm. Normal range for gestational age is 6.5-27.2. Biophysical profile score: 8 / 8presentation: cephalic. Placenta: anterior. No previa or abruption. Fetal heart rate: 141 beats per minute. Amniotic fluid index: 33 cm. Normal range for gestational age is 6.5-27.2. Biophysical profile score: 8 / 8. Most recent follow-up information incorporated above includes: on 7-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complications)') and premature labour ('complications of your unintended pregnancy -premature labor') in a (B)(6) old female patient who had essure (batch no. 20232097) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included hospitalization (indication: visual disturbances since (B)(6) 2013) since (B)(6) 2013, multiparous (date of deliveries: (B)(6) 2006, (B)(6)1997, (B)(6) 1999, (B)(6) 2002, (B)(6) 2008, (B)(6) 2009.) And anemia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced premature labour (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device and premature labour outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2013. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2013. 3589g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: patient experienced 2nd pregnancy episode in (B)(6 ) 2014 which was captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: ((B)(6) 2014, home pregnancy test, note discrepancy) result: positive. Ultrasound scan - on (B)(6) 2013: intrauterine pregnancy, fetal heartbeat, more than 20 week gestation.; on (B)(6) 2013: single, live intrauterine gestation with average ultrasound age of 32 weeks 5 days. Normal fetal anatomical survey.; on (B)(6) 2013: single, live intrauterine gestation is identified in cephalic presentation. The placenta is anterior. Afi is 32.7 cm. Fetal cardiac activity at 141 beats per minute was demonstrated.; on (B)(6) 2013: presentation: cephalic. Placenta: anterior. No previa or abruption. Fetal heart rate: 141 beats per minute. Amniotic fluid index: 33 cm. Normal range for gestational age is 6.5-27.2. Biophysical profile score: 8 / 8 presentation: cephalic. Placenta: anterior. No previa or abruption. Fetal heart rate: 141 beats per minute. Amniotic fluid index: 33 cm. Normal range for gestational age is 6.5-27.2. Biophysical profile score: 8 / 8. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.